Event description:
It was reported by the patient that their pulse is near 50 beats per minute and the low number on their device has been set to 70 beats per minute. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.